Manufacturer narrative:
Zoll has not yet received the autopulse platform in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR, adjunctive use only indication is prominently displayed on device labels and in the device manual. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions when effective manual CPR is not possible. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
During patient use, the customer reported the autopulse platform (sn (B)(4) powered off after 5 or 6 compressions. The platform failed to operate on scene with an approximately 180 pound patient. The patient was appropriate size and weight. No additional information about the patient is available. The patient was repositioned and three fully charged autopulse li-ion batteries were tested. The issue with the platform persisted. The staff reverted to manual CPR for the remaining of the rescue. The customer reported at least 30 minutes of manual compressions was performed on scene with high performance advanced cardiac life support/CPR. The patient was pronounced on scene. Return of spontaneous circulation (rosc) was not achieved. Customer did not provide information regarding the relationship between the death and the alleged malfunction. However, the msa evaluated the incident and it was determined that the death was not related to the autopulse device.

Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(6) powered off after 5 or 6 compressions was not confirmed during the preliminary functional testing but was confirmed during the archive data review. A review of the archive file showed the device shutting off unexpectedly twice in standby mode (not during active operation). The probable root cause of the device powering off unexpectedly could not be conclusively determined. The motor controller board was replaced as a preventive precautionary measure to help prevent reoccurrence. Visual inspection of the returned platform was performed, and no physical damage was observed. The power distribution board revision is up to date. A review of the archive file showed the device stopped compressions and displayed under voltage 18v exit descriptions and (ua)17 (motor on for too long during active operation) error messages around the event date, thus confirming the reported complaint. The device shut off unexpectedly twice in standby mode, on june 30. The batteries used during the shutoff had 1200 mah remaining capacity. The autopulse platform passed the initial functional test without any fault or error. The customer reported complaint, and the errors observed in the archive were not reproduced during the functional testing. The pdb had been replaced recently. The motor controller board was replaced, as this board can cause an unexpected shut-off. Following service, the autopulse platform passed the run-in test without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse platform with sn (B)(6).